Manufacturer narrative:
The down arrow on the insulin pump did not respond due to corroded keypad trace. No moisture damage on electronics noted. The device had minor scratched display window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.